Event description:
Caller reported a malfunction on the pump, identified by code malf 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send a replacement pump and guided the customer in putting the malfunctioning pump into storage mode before returning it. The customer opted for multiple daily injections as backup therapy during the interim. Instructions were provided regarding the return of the problematic pump and the setup of the replacement pump.